Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was known when the foreign material adhered to the endoscope. The endoscope was not used for the procedure with the foreign material attached.

Manufacturer narrative:
Upon evaluation of the returned device, in addition to the foreign matter, multiple faults were found, including: cracking, clouded and chipped a rubber adhesive, insufficient angle/angle wire wear causing the bending angle in the up direction to not meet the standard value, c cover crushed/dented, scratches on the operation side/connecting tube, connector side flaws, and ig corrugated tube side flaws. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that the evis lucera elite gastrointestinal videoscope had scratches on the insertion part. Upon inspection and testing of the customer returned device, it was observed that foreign matter was found in the nozzle. It was clarified by the user facility that the scope was not used for any procedure while it had foreign matter attached to it. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.